Event description:
Orthopedic pt was being monitored with a npb595 pulse oximeter. Pt had stopped breathing and it was noticed the visual alarms were going off, but audible alarms were undetected. Pt was bagged and IV medications administered. Pt was discharged without harm.